Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A customer reported that the a1059 mayfield modified skull clamp was involved in a slip with patient laceration. When the pins were inserted in the skull, the patient slipped with no one touching it, which resulted in a head laceration. The date of the incident was unknown. There was no known surgery delay. Additional information has been requested.

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The mayfield skull clamp was returned for evaluation: device history record (DHR) - record showed no abnormalities related to the reported failure. Failure analysis - the returned unit has passed all specific functional testing requirements, except for the lock having rotational movement when not under pressure. This issue would not have caused a slippage. Complaint was not confirmed via inspection of the unit. Evaluation found that when the unit is properly positioned and put under pressure, the unit would not have slipped. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.